Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported seeing a power on reset (por). The patient noted the stimulation was too high and he couldn't turn stimulation down with the patient programmer. The patient stated they had called the healthcare professional (hcp) office on (B)(6). The patient noted they had been calling all week. The patient noted beginning in (B)(6) 2017 they got the por message, the patient programmer was not working due to the por. The patient noted on (B)(6) stimulation was too high. The patient noted that he might have the device taken out if he had to go through all this. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.